Event description:
The customer reported the unit has an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported the unit has an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. There was no patient on the unit at the time the reported issue was discovered.